Event description:
Boston scientific received information that this patient reported hearing beep tones from their device. The patient contacted their physician who recommended doing a remote monitoring transmission. A review of the remote monitoring transmission indicated the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The battery appears to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon device return and completion from analysis, this report will be updated.